Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix cracked while implantation. There was no void left in the patient. The instrument used to prepare the insertion site was a 4.5 starter. The site was cleared of all debris. The procedure was completed with a s+n back up device. It is unknown if there was a delay and no further complications were reported. Patient current status is good and the surgeon was satisfied with the surgical outcome.

Manufacturer narrative:
H10: additional information: b5 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The implantation device, the anchor and suture threads were returned with the suture threads removed from the anchor and the implantation device. The anchor is bent and cracked at the distal end just below the suture window. The prongs on the insertion device are bent. There is debris on the anchor and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The first customer provided image shows a close up of the cracked anchor, the anchor is cracked just below the suture window. The second customer provided image shows the entire device, the cracked anchor is attached to the insertion device and the sutures are also visible and appear to be behind the device but unthreaded from the suture window and the insertion device. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix cracked while implantation. The procedure was completed with a s+n back up device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).